Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line) during of peritoneal dialysis (pd) therapy. This occurred during dwell three. The patient was connected at the time of the alarm. The home patient (hp) stated there was solution in the drawer where the two solution bags were. The hp could not identify the origin of the leak. The technical service representative assisted in clearing the alarm. The patient was to start over with new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.